Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than 10 minutes. It was reported that during the case, the surgeon noticed that the accuracy was off by 6-7mm. The manufacturer representative was unable to confirm if the frame was moved. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: representative reported the site had performed other cases without any issue. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was insufficient information to determine root cause of the event. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.